Event description:
It was reported that two of bd intima-ii¿ closed IV catheter systems were leaked at tubing and y-connection during use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8233343. Our records show that this is the first instance of a damaged adapter occurring in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Investigation conclusion: with the photo provided, our engineers were able to determine that through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Rationale: bd will continue to track and trend for this issue. CAPA # 642738 has been initiated to deal with this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two of bd intima-ii¿ closed IV catheter systems were leaked at tubing and y-connection during use.